Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported ain air detected in the cassette alarm during drain 2 of 5. Treatment was discontinued. When the contact removed the tubing set he stated there was fluid where the tubing set was inserted on the cycler. The set was not made available for evaluation. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed the cycler alarm occurred during treatment and the fluid leak was observed from the cassette door when attempting to remove the cassette. The nurse confirmed the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete his remaining treatment when the issue occurred, thus no treatment was missed. Per pdrn no prophylactic medications or additional medical intervention was required as a result of the reported fluid leak, and no adverse event occurred.